Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. It was stated that the insulin pump was downloaded, and found that the insulin pump had been suspended multiple times over several days. Nothing further was reported.